Event description:
It was reported the guidewire became entrapped inside the catheter. For a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the amplatz super stiff guidewire became stuck in the farawave catheter while maneuvering the guidewire in the catheter. No movement of the guidewire back or forward was possible in the catheter. The catheter and guidewire were replaced. The guidewire could not be removed as normal. No tissue was seen at the tip of the catheter nor the guidewire. No other catheter malfunctions were present. The procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.